Event description:
It was reported that the atrial lead could not be inserted into the atrial port of the pulse generator. After applying silicone oil, the lead could be inserted into the header and the device was implanted. The patient would continue to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).